Event description:
Advocate stated her son had the school nurse run a blood glucose test on him around noon, using the contour next link. The reading was 35 mg/dl. He did not have his typical symptoms of hypoglycemia, but was just starting to suspect his glucose level was low. She retested him and the reading was 69 mg/dl. He was given a box of raisins to eat, and with a follow up blood test 15 minutes later the result was 83 mg/dl. The advocate was advised to return the test strips for evaluation. New meter and strips were sent to the customer.